Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned for analysis. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to post-dilate an unspecified stent deployed in a heavily calcified, de novo lesion in the mildly tortuous superficial femoral artery, a 14mm x 40mm x 135cm armada 35 balloon dilatation catheter was advanced to the lesion without resistance. During inflation, the balloon ruptured before reaching 14 atmospheres of inflation pressure. The armada 35 was withdrawn without difficulty. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.